Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. The customer was informed the part needed to repair is no longer available and the customer decided to decommission the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported that the ventilator shows system error code indicating insufficient voltage for audible alarm. No patient or user harm was reported.